Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight month's after the dental implant was placed, in ada site #11 of the patient¿s mouth, non-osseointegration was observed associated with mobility and inflammation. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight month's after the dental implant was placed, in ada site #11 of the patient¿s mouth, non-osseointegration was observed associated with mobility and inflammation. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.